Event description:
It was reported that a user experienced sustained hyperglycemia while using a newly replaced insulin pump, with blood glucose reaching 350 mg/dl for approximately 2¿3 hours; no alarms or alerts were reported, and a bent cannula or infusion site issue was suspected, with guidance provided to replace the infusion set or dose insulin off-pump temporarily. Symptoms included elevated blood glucose without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, hospitalization, or emergency care. Investigation included customer interview and follow-up attempts to confirm infusion set function and glycemic recovery. Investigation of this case revealed that the cause of the hyperglycemia remained unclear and confirmation of resolution was not obtained. It was concluded that a device-related malfunction was not confirmed and that additional information from the user would be required to determine root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.